Manufacturer narrative:
The autopulse platform was returned to zoll on 26 jul 2017 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) error message during testing. The observed ua 17 was unable to be cleared. No patient was involved with this event, the issue occurred during testing. No further information was provided.

Manufacturer narrative:
The report of user advisory ua 17 (max motor on time exceeded) error message was confirmed through evaluation of the autopulse platform (sn (B)(4)) and archive data review. Functional testing of the platform revealed a ua 17 error message on the user control panel during initial power up; the root cause was attributed to a defective drive train motor. The autopulse platform is a reusable device and was manufactured on 13 apr 2007. It has exceeded its expected service life of 5 years. As part of routine service during testing, the platform was examined and found physical damages. The observed physical damages are unrelated to the reported event. After replacement of the drive train motor and the damaged parts, the platform was further tested to full specification including the load characterization check and passed without any further issue observed. Historical records were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).